Event description:
The facility representative reported an infuso.r. Pump with a condition of "bent clamp." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a bent clamp involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged pusher block. The pusher block assembly was replaced to fix the reported condition.